Event description:
Manufacturer received a medwatch report describing a device malfunction during patient use. Event description from health professional: describe the event or problem: from staff: patient was an active bleed during the procedure receiving blood transfusion. Multiple types of intervention were done and the pura stat was delaying care. A second syringe of pura stat was used without difficulty. What was the original intended procedure? Egd. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working); device malfunction - that is, the device did not do what it was supposed to do; therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known;